Event description:
It was reported that the patient had balance issues. Conducted diagnostic tests, and it was determined that there was a short in the left stn electrode 2. Settings were not programmed on contact 2. It was selected an alternate electrode to manage therapy. It is unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved at the time of this report. Clinician ordered a CT and physical therapy to address balance issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v883770, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.